Event description:
It was reported via xray that 3 denali set screws loosened post-operatively. Revision surgery was performed where the implants were explanted. This report captures the first of the three set screws.

Manufacturer narrative:
Visual inspection: upon evaluation of the returned denali set screws, three set screws did not show the proper "windshield wiper" witness marks on its inferior surface, indicating that proper capture strength was not achieved. The observed witness marks suggest that the rod was not fully reduced prior to final tightening. Device history records were reviewed and no relevant manufacturing issues were identified as all units met stryker specifications. Complaint history was reviewed and one similar complaint was identified. The construct spanned from l2 to l5, and it was composed of eight denali polyaxial screws, eight denali atr set screws and two rods. Upon evaluation of the returned denali set screws, three set screws did not have the proper "windshield wiper" witness marks on its inferior surface, indicating that proper capture strength was not achieved. The observed witness marks suggest that the rod was not fully reduced prior to final tightening. If a rod is not fully reduced, sub-optimal engagement between the set screw and rod could compromise the integrity of the capture mechanism, resulting in migration. The most likely root cause for the event is user error.

Event description:
It was reported via xray that 3 denali set screws loosened post-operatively. Revision surgery was performed where the implants were explanted. This report captures the first of the three set screws.